Event description:
An interrupted systems test was noted to have occurred on (B)(6) 2006 and the patient's settings were reprogrammed on (B)(6) 2010 to their intended therapy settings.

Manufacturer narrative:
Analysis of programming history confirmed an interrupted systems test.